Event description:
Event description cpi received information that bipolar lead was explanted due to 'presumed lead fracture'. During a replacement procedure of an implantable pulse generator (ipg) the physician recorded low bipolar impedance measurements, he elected to replace the lead with a new bipolar lead of the same model. Implanted-02/21/95. Explanted-08/05/96. Implant months-17.5.